Event description:
During operation, a small piece of an instrument was found inside the patient. The instrument that broke was taken off of the sterile field and replaced with a new instrument. Charge nurse, assistant nurse manager, davinci rep. Were all notified of the incident. Pictures of the broken instrument were taken and sent to davinci. A search for the other broken pieces off of the instrument was made by the surgeon and fellow. One other piece was found. The 2 broken pieces and the instrument were taken by the spd (sterile processing department) manager. There was an abdominal x-ray taken and the radiologist confirmed with the surgeon that no other pieces were inside the patient. While cleaning up the operating room, the surgical tech found a 3rd piece of the instrument. The 3rd piece was also sent to the spd manager.